Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent repair of a recurrent ventral incisional hernia repair surgery on (B)(6) 2015 during which the surgeon noted the old mesh had shrunken significantly and was very small in size. The old mesh was excised from the anterior abdominal wall. It was reported that the patient experienced severe pain, adhesions, nausea, chills, inflammation, loss of appetite, stress and anxiety. No additional information is provided.